Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no: 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced psoriasis ("psoriasis"), alopecia ("hair loss"), migraine ("migraine") and rash ("rash breakouts") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen abnorm bleed"), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea "), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), psychological trauma ("psych injury"), vaginal infection ("vag infect"), fatigue ("fatigue"), tooth disorder ("dental probs"), pain in extremity ("leg pain"), arthralgia ("hip pain") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, metrorrhagia, psoriasis, psychological trauma, vaginal infection, fatigue, alopecia, migraine, tooth disorder, pain in extremity, arthralgia, weight increased, rash and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, psoriasis, psychological trauma, rash, tooth disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes reported date(s) of insertion: on (B)(6) 2012 (as written per ppf, please note discrepancy) there were 5 coils noted to the right and 2 coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: occlusion is at the level of the cornua bilaterally. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received : events "vaginal discharge, rash breakouts, weight gain", reporter, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced psoriasis ("psoriasis"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), dental caries ("dental probs/dental cavity"), rash ("rash breakouts"), vaginal discharge ("vaginal discharge") and vulvovaginal dryness ("hormonal changes describe: vaginal dryness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen abnorm bleed"), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea "), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), psychological trauma ("psych injury"), vaginal infection ("vag infect"), pain in extremity ("leg pain"), arthralgia ("hip pain") and skin disorder ("skin complications"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, metrorrhagia, psoriasis, psychological trauma, vaginal infection, fatigue, alopecia, migraine, dental caries, pain in extremity, arthralgia, weight increased, rash, vaginal discharge, vulvovaginal dryness, abdominal pain lower and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, dental caries, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, psoriasis, psychological trauma, rash, skin disorder, vaginal discharge, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes reported date(s) of insertion: (B)(6) 2012 (as written per ppf, please note discrepancy) there were 5 coils noted to the right and 2 coils noted on the left. Current weight 272 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: occlusion is at the level of the cornua bilaterally. Lot number: 975396 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: vaginal dryness, lower abdominal pain, skin complications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced psoriasis ("psoriasis"), alopecia ("hair loss"), migraine ("migraine") and rash ("rash breakouts") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen abnorm bleed"), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea "), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), psychological trauma ("psych injury"), vaginal infection ("vag infect"), fatigue ("fatigue"), tooth disorder ("dental probs"), pain in extremity ("leg pain"), arthralgia ("hip pain") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, metrorrhagia, psoriasis, psychological trauma, vaginal infection, fatigue, alopecia, migraine, tooth disorder, pain in extremity, arthralgia, weight increased, rash and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, psoriasis, psychological trauma, rash, tooth disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes reported date(s) of insertion: (B)(6)2012 (as written per ppf, please note discrepancy) there were 5 coils noted to the right and 2 coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: occlusion is at the level of the cornua bilaterally. Lot number: 975396 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea "), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), hypersensitivity ("hypersensitivity"), psoriasis ("psoriasis"), psychological trauma ("psych injury"), vaginal infection ("vag infect"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental probs"), pain in extremity ("leg pain") and arthralgia ("hip pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, metrorrhagia, hypersensitivity, psoriasis, psychological trauma, vaginal infection, fatigue, alopecia, migraine, tooth disorder, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, psoriasis, psychological trauma, tooth disorder and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury: yes reported date(s) of insertion: (B)(6) 2012 (as written per ppf, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted, specify: yes. Result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated dysmennorhea, pelvic pain/chronic, abdominal pain, apareunia, dyspareunia, menorrhagia, metrorhagia, gen abnorm bleed, hypersensitivity, psoriasis, psych injury, migration, vag infect, fatigue, hair loss, migraine, dental probs, leg pain, hip pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.